Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Caller reloaded the same cartridge, and the pump appeared to be working fine. Issue was resolved with assistance from technical support.